Event description:
The layer user/patient contacted lifescan (lfs) alleging that the meter displayed a clean test area (cta) message. The medical affairs specialist (mas) was unable to get a hold of the patient, therefore a letter was sent to the patient to contact mas to obtain clinical information. The patient mentioned that the meter read cta therefore she was unable to obtain a blood glucose reading. A medical professional treated the patient with glucose. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how long she was experiencing the cta message and the reading on the professional's meter and whether the patient experienced any symptoms or tried to test on the meter at the time of the event. The patient had been cleaning the meter properly. Customer care agent (cca) had the patient clean the meter and insert a test strip into the meter and the meter displayed the cta message. The battery was less than a year old and the technique of applying blood on the test strip was correct. Cca sent the patient a replacement meter.